Event description:
The customer reported that the system locked up during a case. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep ran the system and tried to duplicate the problem, but could not. He retrieved the log files and no errors were generated for the time of incident. He replaced the gen interface pcb and again ran the system for a period of time. The system is working as intended.